Manufacturer narrative:
Data from the hospital has been investigated. The hospital included a comparison of samples measured on the abl and on a modular analyzer. Based on the data received it has not been possible to verify a problem with the abl. Abl8xx/abl90 is traceable to the primary bilirubin nist srm 916a reference to which all bilirubin methods must be traceable to. Also abl results received are evaluated to be within specifications.

Event description:
The customer complained that patient results for bilirubin were higher than values measured on a roche modular analyzer. A case from (B)(6) 2013 was described. A sample from a baby was measured with the result value of 430 and 432 on the abl where after on a modular a value was found from 320 in plasma from a fresh venous sample, a second measurement from this sample on another modular gave a value of 335,5. The doctor already started a treatment based on the high value measured before. Plasma sample was also run on the abl and then the reported value was 348. Clinically the first high measurement didn't fit into the situation of the patient.